Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced neurological motor deficit following a permanent implant procedure on (B)(6) 2021. Later, the patient was admitted to the hospital and was diagnosed with a hematoma. In turn, surgical intervention was undertaken wherein the entire system was explanted to address the issue. Reportedly, the patient is stable and issue has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.